Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg) the patient experienced chest pain and nausea.  Pe ricardial effusion caused by a cardiac perforation was observed via echocardiogram. The physician suspected that the introducer sheath may have caused the cardiac perforation as the super stiff wire they introduced it over could not reach the superior vena cava (svc) due to very deformed anatomy and a dialysis catheter already in place. Pericardiocentesis was performed and the patient's hospitalisation period was extended. The leadless ipg was implanted and remains in use and the delivery system and introducer sheath were removed. No further patient complications have been reported as a result of this event..